Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "incorrect bom". It is unknown whether the device had met relevant specifications. The product was used for treatment purpose. It was unknown whether the product had caused the reported failure. A DHR review is not required since is a mckesson incorrect classification of product. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the customer that ordered part 806510 through mckesson. The description in their catalogue stated catheter, foley silicone 5cc 10fr (12/cs) when the customer opened the box, the packages inside of it stated, they were 3cc. The lot on the case of catheters was nggw4222, and the lot number on the actual catheter was nggx3331. The customer was concerned that there might have been an error on bd¿s part when packaging this item, since the item stated it was a 5cc, but the reference number that match what they ordered and what was in the package stated it was a 3cc.

Event description:
It was reported that the customer that ordered part 806510 through mckesson. The description in their catalogue stated catheter, foley silicone 5cc 10fr (12/cs) when the customer opened the box, the packages inside of it stated, they were 3cc. The lot on the case of catheters was nggw4222 and the lot number on the actual catheter was nggx3331. The customer was concerned that there might have been an error on bd¿s part when packaging this item, since the item stated it was a 5cc, but the reference number that match what they ordered and what was in the package stated it was a 3cc.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.